Event description:
It was reported that the customer was hospitalized for high blood glucose and dka. It was also reported that a no delivery alarm occurred during troubleshooting. However, further testing could not be completed due to an ink spot in the middle of the screen.